Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1872. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that 1872 error code message was found recorded in history. During analysis, the customer's problem was duplicated. Pump was found to be displaying "1872" error code message on power up when batteries are inserted. Found motor locks up no rotation cause the issue. Motor will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.